Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is the surgeon¿s experience with the device? Was the orange tying area completely visible prior to attempting to connect the anvil to the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the force to fire higher or lower than expected? Was the adjusting knob rotated 1/2 to 3/4 turns and attempted to be removed prior to opening 4x half turns? What is the current status of the patient?

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the stapler was completely fired by the surgeon (with stripe in the green zone). No audible or tactile feedback felt. 4x half a turn to open the device. By removing the stapler out of the patient, the anvil remained in the patient. Surgeon stated that a solid click was felt when attaching the anvil to the stapler before firing. A quarter of the anastomosis seemed formed right, but on a gliding scale the other 3/4 didn¿t show fully formed staples to completely open staples. Do not fully cut and washer not broken. Conversion to open surgery and anastomosis made with a competitive circular stapler. The procedure was prolonged approximately two hours.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5an9d. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be within bounding of the field action. The device was reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated thickness tissue. The device did not exhibit behavior associated with the field action. The device performed as intended. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r5an9d. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Photo evaluation summary: upon visual inspection of three photos, the following was observed: the first photo shows unformed staples in the tissue and it was noted a surgical instrument supported a piece of tissue. The second photo shows several properly formed staples seen in the tissue. The third photo show a washer uncut and indented. Also, the anvil present tissue and body fluids. Based on the photos reviewed, the event described of malformed staples is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. The following information was requested, but unavailable: what were the indications for surgery? What is the surgeon¿s experience with the device? Was the orange tying area completely visible prior to attempting to connect the anvil to the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the force to fire higher or lower than expected? Was the adjusting knob rotated 1/2 to 3/4 turns and attempted to be removed prior to opening 4x half turns? What is the current status of the patient? Response: there is no further information available